Event description:
It was reported that during a laparoscopic lobectomy the surgery was completed successfully. After the surgery, the patient was noted air leakage. Re-operation was taken and found the staples malformed. No other information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4 batch#: unknown. Additional information was requested and the following was obtained: which lobe was being resected? Bronchus. Where was the staple line located that the malformed staples were noticed? Bronchus. Was an air leak test performed at the end of the initial procedure? Yes. If so, was any air leak noted prior to leaving operating room? No. Did the patient have any underlying pulmonary disease? No. Was any buttress used during the event? No. Did the patient have any pre-operative chemo or radiation? No. What was the patients diagnosis for surgery? Unknown. How was the air leak addressed? Use endo cutter to re-operation. What is the patients current status? Discharged. Please provide a time line of events. On (B)(6) surgery, on (B)(6) leak detected, re-operation immediately. Given that re-operation for a leak is unusual, what drove the surgeon to take the patient back to the operating room? The air leak was serious. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.